Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompting for login during session on the mobile app occurred. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.